Manufacturer narrative:
The customer was sent a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control confirmed the reported issue. The issue was caused by shorted capacitor, designator c354. The device was archived by physio-control.

Event description:
The customer contacted physio-control to report that their device would not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.